Event description:
It was reported that during an open pneumonectomy procedure, the device was reloaded with a xr60b to take down the pulmonary veins including the atrium. The stapler was closed and fired. The tissue was transected along the anvil of the stapler, using a scalpel. As the stapler was opened it was noticed that the reload had obviously been empty since no staples had been placed. The patient lost 2.5 l blood. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device and one reload will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I received further details (in german) from the affiliate. I translated it into english as follows: "after the conversation between the marketing manager and the user it was confirmed that the user has fired the instrument to the pulmonary vein to the left atrium at the junction. After firing, the vessel was cut right on the edge stacker without having opened the instrument before to inspect the staple line to be complete and with correct staple formation. A proximal clamp was also not set. It should be noted that the IFU (paragraph 6) states the following: before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Note: make sure tissue to be stapled is properly positioned in the jaws before stapling. Bunching, stretching, or uneven loading of tissue could result in leakage, lack of hemostasis, or disruption of staple line. Note: when dividing major vascular structures, it is mandatory to adhere to the basic surgical principle of proximal and distal control. Failure to fire the device, or incomplete firing of the device, and then proceeding to divide the vessel may lead to catastrophic bleeding. For this reason, inspect the staple line by releasing the device prior to dividing the vessel. An alternative approach is to place a vascular clamp across the vessel prior to dividing. Thus, the user has clearly ignored an important warning in the leaflet to patient safety. It is to consider whether a disregarding of warnings (intentional act or by omission) occurred, or rather a "user error" (negligence). According to german law (mpsv), the manufacturer has no obligation to report incidents caused by user error clearly described in the IFU as they are not under the manufacturer¿s control." The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: "here are some additional information we could obtain from a personal discussion between our marketing manager and the experienced user: elderly male patient with bronchial carcinoma, device has been fired on vena pulmonalis/left atrium. Tissue status was inconspicuous. Instrument could be closed and fired without any anomalies. After opening the device there were no staples observed neither in tissue nor in situ. The surgeon did not open the device and check the staple line prior dissecting the vessel. Patient lost 2,5 l blood and received blood substitutes. Patient is well but still recovers."